Event description:
It was reported, during surgery it was noted that the surgeon appeared to have problem with the nail and the targeting arm. The nail handle is sitting too loose on the targeting arm, therefore, a correct locking was not possible. Moreover, it was noted that the nail handle and the tibial nail are seized. Another set was opened to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.